Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor, performed visual inspection, and found the sensor cannula to be broken. The broken part was in the cannula tubing.

Event description:
The customer called in to report a bad sensor alert after 2 consecutive cal error alerts. The customer also reported a change sensor alert. The customer's blood glucose level was 301 mg/dl. The customer was advised that the sensor would be replaced, and to return the malfunctioning sensor back for analysis.